Manufacturer narrative:
(B)(4). Yoke teeth. The analysis results found that an atg45 device was received in good visual condition and with two green cartridge reloads present. Cartridge b was received partially fired. Cartridge c was received unfired and with no damage to the spring cartridge lockout. The clamping was noted to be damaged. No functional test was performed due to the condition of the device, however the returned reload was loaded into a test device and it fired, cut and formal all the staples as intended. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a vats procedure, after the new gun performed at the fissure, the doctor found the firing trigger completely cannot be fired in the vats procedure. He reloaded the second cartridge then, performed fissure resection. Then the doctor found the firing trigger was the same cannot be fired in the procedure. Another device was used to finish the procedure. No adverse patient consequences.